Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The service engineer replaced the graphic user interface central processing unit printed circuit board as a precautionary measure. The service engineer completed software download; the ventilator passed self tests.

Event description:
It was reported that, during patient use, the ventilator's display became blank. The display turned back on with the settings intact. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.